Manufacturer narrative:
(B)(4)

Event description:
The customer complained of questionable results for 1 patient sample tested for ise indirect na for gen.2 on cobas 8000 cobas ise module (double). The initial sodium result was 146 mmol/l. Sodium testing was repeated in the same laboratory with a result of 145 mmol/l. The sample was then tested off-site with a sodium result of 140 mmol/l. The initial result was released outside of the laboratory. The sodium result of 140 mmol/l was deemed to be correct. There was no adverse event. The sodium electrode lot and expiration date information was requested but was not provided. Testing was performed on aliquots of the sample processed by a propel lab automation system. The field engineering specialist could not find a root cause. He checked fluid and nozzle adjustments. He performed ion selective electrode checks which were acceptable. The customer ran calibration and qc with acceptable results.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.